Manufacturer narrative:
During a coil embolization procedure of an aneurysm, the enterprise system (enc452212/ 10055541) had resistance with the prowler select plus microcatheter (606s255x/ 15500428) and the stent was deformed when removed. The next enterprise system (enc452812/ 10055542) could not be advanced via the prowler select plus, and the devices were removed as a unit. After changing to a new system the cashmere complex 14cerecyte coil 6mm*15mm (crc14061530/ g14638) "untwisted." The enterprise systems, prowler select plus and cashmere coil system were all removed from patient without injury. The first enterprise system (enc452212/ 10055541) was inserted via the prowler select plus microcatheter (606s255x/ 15500428), but resistance was felt when pulling the stent system. The stent and wire could not be pushed out the microcatheter under x-ray, and then the stent was withdrawn, but resistance was felt, and the stent was deformed after recovery. Then, an enterprise system (enc452812/ 10055542) was used, but the same problem occurred, therefore the prowler select plus microcatheter and enterprise system/stent were removed as a unit. The devices were changed to use the new system and coil embolization was performed when advancing the cashmere complex 14cerecyte coil 6mm*15mm (crc14061530/ g14638) it "untwisted." The entire coils and delivery systems were removed from the patient. It was reported that the patient is fine. The vessel was circuitous. During placement, no additional manipulation and torque was applied while the coil was in the aneurysm, and the coil was not left in the aneurysm, while the prowler select plus microcatheter (606-s255x, lot 15500428) was repositioned. There was no resistance/friction was noted between the coil system and microcatheter. The microcatheter was re-shaped with the shaping mandrel, steam, and without any damages noticed reshaping was completed. All guidelines were followed for insertion of the enterprise systems, and no damages were noticed on any section of the delivery systems that may have contributed to the event. A constant and dedicated heparinized saline source was used at all times for the microcatheters with the enterprise systems and coils. Other that what was reported, no other damages were reported on the devices (kink, bend, crack, separated, fracture, etc), and the coil remained attached to the delivery system and the stents remained on the delivery systems. There was no patient injury reported with the events. Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of enterprise lot 10055542. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical's internal receiving inspection records for the stents issued to the complaint lot. This packaging lot contained 50 units, which were shipped from lake region medical on (B)(4) 2011. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Two enterprise vrd delivery wires were received for analysis; one was received introduced into the returned prowler select plus microcatheter and one was received in the introducer tube. No stent was found on the returned delivery wires, in the mc or in the returned packaging. The prowler select plus mc was inspected and was found to be in good condition; dried blood was noted on the ID band. Some waves were found on the microcatheter but appear that this may have occurred during the handling of the unit when this was return for evaluation. The ID of the mc was measured and was found to be within specification. The received microcatheter was flushed used a lab sample syringe. Functional testing was performed by introducing each of the returned enterprise delivery wires through the mc. Both enterprise delivery wires were able to pass through the returned mc without any anomalies. It was also verified that the introducer which was received with one of the enterprise delivery wires seated properly in the hub of the mc without any anomalies. Additionally, the mc was tested with a lab sample enterprise with stent that was inserted into the microcatheter; it advanced through the microcatheter with no anomalies noted. Without the return of the stent that was reported as damaged, no conclusion can be made; however, it is possible that the encountered resistance may have contributed. Additionally, without the return of the entire enterprise systems with the stents a definitive conclusion regarding the reported events cannot be determined. There was no discrepancy with functional testing of the returned enterprise delivery wires or the prowler select plus and no anomalies with the returned devices found. Inspections are in place to prevent devices with failures from leaving from the facility. It was reported that the enterprise vrds could not be pushed out of the prowler select plus microcatheter. The instructions for use outlines that if stent positioning is satisfactory, to deploy the vrd, carefully retract the infusion catheter, while maintaining the position of the delivery wire, to allow the stent to deploy across the neck of the aneurysm. The stent will expand as it exits the infusion catheter. Procedural factors and vessel characteristics may have contributed to the event; however a definitive root cause cannot be determined; therefore no corrective actions will be taken at this time. This is one of multiple products involved with this adverse event, which is associated with mfg report 1058196-2012-00309, 1058196-2012-00310, 1058196-2012-00311, and 2954740-2012-00664.

Manufacturer narrative:
A non-sterile enterprise was received coiled in dispenser hoop and inside of a plastic bag. An opened pouch was included in the received components. The enterprise was found inserted in the introducer tube. The enterprise stent was not received for analysis. No anomaly was observed in the entire device. The involved microcatheter was analyzed under (B)(4), and no damages or anomalies were found. The delivery wire and the introducer tube were removed from tubing dispenser and inspected under microscope and no damages were noted. The involved prowler plus microcatheter was used to perform functional test (without stent). The tip of introducer was painted in black in order to verify the proper seating of introducer to the mc hub. The wire was able to go through the microcatheter without any difficulty, no impeded; neither resistance was experienced during this functional test. Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 10055542. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical's internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The reported failure by the costumer as "impeded-in microcatheter /delivery wire" could not be confirmed. Since, functional test was successfully performed (without stent). The exact cause of the reported event could not be conclusively determined. Analysis suggests that procedural or handling factors could have impacted on the failure experienced by the costumer. The device did not present any obvious indications of manufacturing defects or anomalies that could have contributed to the event as reported. Neither the product analysis nor the DHR review suggests that the failure could be related to the manufacturing process; therefore, no corrective action will be taken at this time. This is one of multiple products involved with this adverse event, which is associated with mfg report 1058196-2012-00309, 1058196-2012-00310, 1058196-2012-00311, and 2954740-2012-00664. Additional information will be submitted within 30 days of receipt.

Event description:
During a coil embolization procedure of an aneurysm, the enterprise system (enc452212/ 10055541) had resistance and the stent was deformed, and the next enterprise system (enc452812/ 10055542) could not be advanced via a prowler select plus microcatheter (606s255x/ 15500428), and the devices were removed as a unit. The cashmere complex 14cerecyte coil 6mm*15mm (crc14061530/(B)(4)) untwisted. The enterprise system (enc452212/ 10055541) was inserted via a prowler select plus microcatheter (606s255x/ 15500428), but resistance was felt when pulling the stent system. The stent and wire could not be pushed out the microcatheter under x-ray, and then the stent was withdrawn, but resistance was felt, and the stent was deformed after recovery. Then, an enterprise system (enc452812/ 10055542) was used, but the same problem occurred, therefore the prowler select plus microcatheter and enterprise system/stent were removed as a unit. The devices were changed to use the new system and coil plugging, and the cashmere complex 14cerecyte coil 6mmx15mm (crc14061530/ (B)(4)) untwisted, however the patient was fine. The event with the coils occurred during advancing, and after the event, the entire coils and delivery systems were removed from the patient. During placement, no additional manipulation and torque was applied while the coils were coils were in the aneurysm, and the coils were not left in the aneurysm, while the prowler select plus microcatheter (606-s255x, lot 15500428) was repositioned.

Manufacturer narrative:
No resistance/friction was noted between the coil systems and microcatheter. The microcatheter was re-shaped with the shaping mandrel, steam, and without any damages noticed reshaping was completed. All guidelines were followed for insertion of the enterprise systems, and no damages were noticed on any section of the delivery systems that may have contributed to the event. A constant and dedicated heparinized saline source was used at all times for the microcatheters with the enterprise systems and coils. Other that what was reported, no other damages were reported on the devices (kink, bend, crack, separated, fracture, etc), and the coils and stents remain attached to the delivery systems. The vessel was circuitous. There was no patient injury reported with the events, and the components will be returned for analysis. This is one of multiple products involved with this adverse event, which is associated with mfg report 1058196-2012-00309, 1058196-2012-00310, 1058196-2012-00311, and 2954740-2012-00664. The product was received for analysis, but it has not been completed. Additional information will be submitted within 30 days of receipt.